Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door jammed. A field service engineer (fse) was reported by the client that auxiliary tower 2, door 2 had failed and could not be recovered. After logging in as carefusion (cf) support and accessing the hardware test application (hta), the fse verified that the door could be opened and closed normally. It was identified that the hardware failure icon was not related to the tower but to a warming machine previously connected to a smart remote manager that was no longer present, indicating a phantom failure. The customer was advised to use the emergency release lever to force a failure; however, keys were initially unavailable. The customer also reported intermittent failure on tower door 3, but the issue could not be reproduced during testing. After obtaining the keys, the fse opened the latch column and replaced the latches. All doors (1 4) were then tested in hta and verified to be opening and closing properly. The device was returned to service, and the customer confirmed normal operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 3 drawer 3 had jammed. The customer stated that this malfunction affected patient care. There were no adverse events or injuries reported based on this event.